Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate high. The reporter alleged inaccurate high results. The reporter obtained blood glucose results of "in the 200's mg/dl" with the subject meter and "50-70 points lower" on another meter, performed within an undetermined amount of minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.